Event description:
A problem with the patient programmer (pp) was reported. The patient was not able to make adjustments both with or without the antenna attached. This morning the patient was not able to connect with the implantable neurostimulator (ins), she was getting poor communication screen. No stimulation sensation was reported. The patient last felt stimulation yesterday. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).